Manufacturer narrative:
The device is not available for evaluation therefore we are unable to confirm the reported complaint. If the device is returned or additional info is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the ECMO wasn't reading flow and was showing dashes on the console. Gel was reapplied to the flow probe to see if that was the issue and it did not fix it. The doctor was called because the pts bis went to 0 and her pupils were blown and dilated. Customer suspected the pt stroked so they were going to put an order in to go to CT scan. I looked over the circuit to see if there was any cause of the console having problems. The nurse left the room and when she returned (5 min at most), it was noted that the venous line was full of air down and into the oxygenator. The lines were immediately clamped and the pulmonary doctor notified. The circuit was changed out with a new primed circuit. There was no other issues reported.